Manufacturer narrative:
One photo was shared by customer, where is observed the product label with the item and lot number involved in the complaint. The condition reported by customer is not observed. The complaint of cracks cannot be confirmed based photos shared by customer. Due to no filter cracked is observed, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non-conformities were found that would have led the reported complaint. Updated information can be found in d9 and g1.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The reported complaint involved a 15" smallbore ext set w/microclave® (red ring), 0.2 micron filter, clamp, rotating luer that was reported to have a cracked filter. There was no human harm reported.